Manufacturer narrative:
Ge field engineer (fe) examined the table at the site and found that the foot pedals were misaligned. The fe adjusted the springs, bolts and switch actuator and verified that the pedal was performing according to specifications.

Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury, if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.